Manufacturer narrative:
Blocks b5 and d4 (unique identifier) have been updated with additional information received on march 27, 2026 and april 16, 2026.

Event description:
It was reported that the equipment powered on; however, the amplifier could not be connected. This is being reported for cancellation of the procedure post sedation. It was reported that prior to the procedure, the equipment powered on; however, the amplifier could not be connected. During remote support, the equipment was confirmed to be properly connected. A manual connection was attempted through the application, but the connection could not be established. The ethernet cable was also replaced; however, the problem was not resolved. It was further reported that the procedure was not completed, and the patient was sedated at the time the procedure was cancelled. It is unknown whether the patient was sedated with local or general anesthesia. No patient complications were reported. The device is expected to be returned for analysis. Additional information received on march 27, 2026 and april 16, 2026. It was further reported that the device was replaced with an ls10k unit. However, the specific timing of this replacement was not explicitly specified. Furthermore, the replacement was implemented subsequently as part of a planned technology refresh due to the system's length of service and proactively support continued system performance, as resolution of the reported event could have required additional time.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the equipment powered on; however, the amplifier could not be connected. This is being reported for cancellation of the procedure post sedation. It was reported that prior to the procedure, the equipment powered on; however, the amplifier could not be connected. During remote support, the equipment was confirmed to be properly connected. A manual connection was attempted through the application, but the connection could not be established. The ethernet cable was also replaced; however, the problem was not resolved. It was further reported that the procedure was not completed, and the patient was sedated at the time the procedure was cancelled. It is unknown whether the patient was sedated with local or general anesthesia. No patient complications were reported. The device is expected to be returned for analysis.